Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient not to expose the pump to x-ray, MRI, or strong magnetic fields. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the pump boots to verify screen with vibratory and audible features. An ¿ezprime¿ sequence and 24hr duration test were successfully completed; no alarms or warnings occurred during this time. The total daily dose adds up correctly reflecting the users programmed basal rates. The black box and alarm history shows no errors or alarms associated with the complaint. The pump successfully completed a delivery accuracy test and was found to be delivering within specification. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specifications. The display screen has a pinkish contrast; the screen is still able to be safely read. Patient negligence issue - pump subjected to conditions outside specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014, reporting that blood glucose levels have been elevated to 420 mg/dl with large ketones, thirst, and feeling sick after the pump was exposed to x-ray. The reporter indicated having an x-ray of the hand to which the pump was exposed. The reporter indicated that after the exposure, blood glucose levels were remaining elevated. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump was not functioning appropriately after exposure to x-ray.